Manufacturer narrative:
(B)(4). The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the legal representative stated severe pain with daily activities, dyspareunia. A portion of the mesh was excised and removed on (B)(6) 2016 due to exposure. Additional surgery to remove the remainder of the mesh was done on (B)(6) 2018 due to exposure and thinning of mesh. Stated vaginal prolapse, urinary incontinence, physical deformity and the loss of the ability to perform sexually.